Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) was fixated and prematurely separated from the delivery catheter. The lp remained implanted. There were no patient consequences.